Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set multiple times. The customer's blood glucose (bg) level was 326 mg/dl. An insulin injection and a correction bolus were used to lower the bg level to 174 mg/dl. Tandem technical support had the customer's spouse perform a system check using the current supplies on the pump and the cause of the occlusion could not be determined. The customer was to use insulin injections to manage diabetes.